Manufacturer narrative:
This report is submitted on 21 may 2020.

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site and subsequently underwent skin revision surgery (date not reported) in order to change the abutment. The implanted device remains.